Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced low blood glucose levels of 37 mg/dl. The caller did not provide any information pertaining to the cause of the customer's low blood glucose levels. The caller did not mention any symptoms of their blood glucose levels. The caller did not mention any form of treatment for their blood glucose levels. The caller was trained on calibration techniques form the nurse at a hospital and not by a medtronic representative. The customer was educated on the proper site and calibration technique to avoid any issues in the future. The customer did not troubleshoot and did not send the product back for analysis.